Event description:
AED deployed on a conscious patient with chronic obstructive pulmonary disease. AED initially advised shock, then advised 'no shock'. Reference c10-007340.

Manufacturer narrative:
Device internal memory and ECG reviewed. Conclusions: report is being filed as it cannot be conclusively stated that recurrence would not result in adverse event.